Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the surgeon could not insert the stylus into the cutting block. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned cut guide found that the instrument exhibits signs of repeated use, especially in the saw blade slot and in the dovetail feature. DHR was reviewed and no discrepancies were found. The instrument use and care manual instructs to carefully inspect the device and check that the device assemble readily with mating components. If damage or wear is noted that may compromise the function of the instrument, it should not be used. Wear and tear are considered as the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.